Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the right atrial (ra) lead and device noted high out of range impedance measurements. Additionally, there was no atrial capture. As the patient was in sinus rhythm and the patient was not dependent on atrial therapy, the device was reprogrammed to vdd. The patient will continue to be followed appropriately. No adverse patient effects were reported.